Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to implant breakage (glenoid insert) 11 years post-operative. Patient ID: (B)(6)."

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery due to implant breakage (the glenoid component was fragmented and worn) 11 years post-operative. Patient ID : (B)(6).